Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device upgrade the device was seen to be in back up vvi mode. Programming changes and a firmware download restored normal function.